Event description:
Nellcor puritan bennett rec'd a call from facility on 11/02/1998. Facility called to report the following problem: incorrect brady alarms, led without audible alarm or delayed audible alarm. Found during testing.